Event description:
The report received from the field indicated that four days after the index procedure, the pt was re-admitted to the emergency room due to chest pain. Coronary angiography was done and the previously implanted cypher 2.5x23mm stent and the two (2) each endeavor stents were occluded. The target lesion for the cypher stent was reported to be the proximal circumflex. The pt was reported to possibly have been non-compliant with the antiplatelet therapy prescribed. The occlusions reported were most likely associated with a sub acute thrombosis. Add'l info has been requested but is not available at the time of this report.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.